Manufacturer narrative:
No product was returned. Unable to deliver or advance: the cause of the deliver issue was determined to be patient condition as the patient had difficult anatomy preventing successful delivery of impella. Product damage (catheter kink): the cause of product damage was most likely patient condition related due to patient's anatomy. Device (sn: (B)(6) passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock section: warnings & cautions: warnings ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position. [Addition for 5.0, 5.5 only] in instances where the impella pump has been placed prior to performing cardiac surgery with aortic cross clamping and cardioplegic arrest, care should be taken when manipulating the heart when the pump position is fixed with application of the aortic cross clamp across the pump catheter.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿ section: warnings & cautions: cautions ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance.¿

Event description:
The complainant reported that they encountered delivery issue and product damage during insertion attempt of impella 5.5. It was noted that implant of pump was aborted due to vascular kinking. No impella was inserted as a result. There was no reported patient harm. Additional information was received. No device is available for investigation. The described "kinking" was related to the vascular anatomy of the patient. The computed tomography showed approximately 110 -120 degree angle in the subclavian artery/truncus.